Event description:
Additional information from the patient reported that nothing has been done about the shocking pain and the implantable neurostimulator movement and the issue has not been resolved.

Event description:
The patient reported implantable neurostimulator (ins) was shocking her heart, her spinal cord, making her legs hurt, and shocking everywhere. Her heart was shocked 3-4 days ago the patient had to turn stimulation off after that. The patient¿s mom would touch ins and would feel shocking up her arm. The patient reported ins moves around, 5-6 inches up her back. The patient thought health care provider (hcp) did not sew ins in due to what she read online. It was reported that patient was going through an internet search for "interstim complaint from women who have interstim and finding a medical site where a majority of these patients stated the ins was not sewn in and reported symptoms like her symptom. The patient stated that her symptoms are 10x worse than what was online. The patient also mentioned ins was coming through her skin, that it's only 1/2 a cm deep in skin. The patient stated it was scary to have a foreign object moving around in her body ripping through her skin. The patient reported she turned ins off a couple days ago the shocking stopped, but patient now has pain everywhere that was being shocked. The patient was in ¿so much pain now what she sleeps all day, and she could not even turn over without interstim moving and going everywhere in the world and shocking her¿. This was the most terrible pain of her life. So bad she had to go to the ER. The symptoms were report to be gradual. The patient reported all symptoms/events together were related. The event was (mar/apr) "less than a month after surgery¿. The patient also stated "over a month ago¿ less than a month after replacement surgery. The patient reported to representative who did not troubleshooting and just stated he had never heard of that was notified. The patient stated that the hcp threatened her when she asked to check ins and for revision, threatened that she would be on a catheter forever. The patient stated that the representative did no troubleshooting but just stated what patient reported was not possible. The patient also mentioned that they said to wait until ins flipped then he would do something about it but patient stated she would never go to him again. It was later reported on (B)(6) 2016 that the representative reported seeing the patient with the hcp and reprogramming nurse. He mentioned that the device was never turned on after the replacement; it was first turned on at his meeting with the patient and hcp. Even though it was off, the patient still reported the shocking sensation. The patient¿s mother even reported feeling a shock up her arm after touching the device. At the appointment the patient¿s device was turned on and stimulation was increased. The stimulation began irradiating down the patient¿s leg as well. The surgeon was not concerned with the ins moving in the pocket and did not think it was a problem as it was considered part of the normal healing process and the pocket just being formed. The rep did not know the date off hand of when the appointment was, so was going to follow-up with the hcp and respond accordingly. It was later noted that (B)(6) was the day the representative became aware and she was reprogrammed. She came back in (B)(6) and said nothing was shocking her and was getting symptom relief but was still complaining about the pocket a bit. The hcp offered to remove the device which she declined. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported the patient¿s device was explanted on (B)(6) 2016. The caller noted everything was taken out including the lead. The reason for the explant was shocking/electrocuting the patient and it caused a lot of damage to the patient¿s back. The caller noted the device had been turned off. The caller then noted they turned it on and the patient suffered really bad because it was shocking her. The caller noted one healthcare professional (hcp) did not want to take it out, so they went to a different hcp. The patient and the patient¿s mother believed the device malfunctioned. The caller noted the patient had a bulging disk because of the device and the patient ¿torn something¿. The patient¿s mother said the damage was to her back and legs. It was noted the device came to the skin and started bulging. The patient¿s mother said the device was shocking her and caused damage to her back and her leg had been killing her ever since it happened. It was noted the hcp was supposed to send the device back to the manufacturer. The patient¿s mother said she called the pathology department at the hospital and they never did a pathology report on it. The caller noted the symptoms were sudden in onset. It was noted the shocking began almost a week after the device was put in and the patient started noticing having issues in her back and legs a week after implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.